Manufacturer narrative:
Lot number was not provided by customer. The information provided inthis report was based on information given by the dentist in neodent¿sproducts warranty form that was recorded in the system and is used byboth the manufacturer and the subsidiary. The original complaint and theproduct were received by the subsidiary and did not arrive in themanufacturer yet. When this happens, a new evaluation of the complaintwill be carried out and, if necessary, a new follow-up report will besend.

Event description:
(B)(4)¿ the dentist reported that almost 7 months after the dental implant was installed in intraoral region 8#, its non-osseointegration was observed.